Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resolved on (B)(6) 2015.

Event description:
It was reported that the patient experienced uncomfortable stimulation from their implantable neurostimulator (ins) in supermarkets ("shops"). Specifically they had an uncomfortable change in stimulation intensity and uncomfortable parasthesia sensation that occurred occasionally in the shop locations. No actions were required as a result of the event. It was noted that this was a ¿variable event¿ that depended on the environment with a possible psychological cause. The issue was considered not serious by the study investigator and it was unknown if it was related to the device. The event was reported as ongoing with no more therapeutic actions planned. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# 0205196399, implanted: (B)(6) 2012, product type: lead; product ID 37082-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).